Event description:
A malfunction alarm, identified as malf 0, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Customer support provided guidance on resetting the pump, which the customer successfully performed, and the issue did not recur. The customer was instructed to continue using the pump and to report any future malfunctions.